Manufacturer narrative:
A visual analysis of the device found evidence of calcification. The evaluation concluded that the most probable root cause for this event is related to anatomical and procedural factors that most likely limited the integrity of the device. It is possible that the stent calcification may have been generated because the device remained in the patient's body for a certain length of time. The most probable cause is considered operational context.

Event description:
It was reported to boston scientific corporation that a contour ¿ ureteral stent, implanted on (B)(6) 2014 . The stent was removed during a bladder reconstruction and re-implantation procedure with planned withdrawal of the ureteral stent on (B)(6) 2015. According to the complainant, during the planned withdrawal, the stent was noted to have encrustation covered on the surface of the stent (bladder side). The stent was still able to drain. The stent was removed with no issues using forceps. There were no complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a contour ¿ ureteral stent, implanted on (B)(6) 2014 . The stent was removed during a bladder reconstruction and re-implantation procedure with planned withdrawal of the ureteral stent on (B)(6) 2015. According to the complainant, during the planned withdrawal, the stent was noted to have encrustation covered on the surface of the stent (bladder side). The stent was still able to drain. The stent was removed with no issues using forceps. There were no complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of stent calcified. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.